Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg is having the elective replacement indicator (eri) message. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.